Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the handle on the applier broke. Also the doctor reported that there were a number of issues with the clip applier jamming recently and feels this is since the length of the shaft became longer.